Event description:
A surgeon reported that following a glaucoma filtration shunt implantation, the shunt was touching the iris. The patient experienced a decrease in vision and a decrease in intraocular eye pressure (iop). No surgical intervention was reported. Additional information is not expected.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received no lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. No additional information is expected. (B)(4).